Event description:
It was reported that the patient was seen at the clinic on (B)(6) 2013. It was reported that the ¿pa¿ bumped up the amount, but patient wasn¿t feeling any benefits. It was reported that after the last fill was on (B)(6) 2013, patient got really sick and was vomiting and had loose bowels. Patient went into the ER because ¿between l4 and l5¿ where the catheter was, ¿there was pressure.¿ it was reported that when the patient was in such pain, their blood pressure would go way up and the nurses sent them to the hospital. At the hospital, they treated the patient to bring down the blood pressure and sent them back home. It was stated that the patient was ¿afraid the fill was not getting into the pump and the pa had to keep sticking him to find the pump.¿ it was noted that the patient had to have an MRI and CT scan prior to seeing the doctor. The pump was a big lump in his cheek. The device system was used to deliver morphine .

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8575, lot# n255415, implanted: (B)(6) 2011, product type: accessory. (B)(4).